Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue in an unknown pump. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap or moisture and corrosion in the pump. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.